Manufacturer narrative:
The glidescope gvm video monitor was not returned to verathon for evaluation. During a follow up call with the facility's biomedical engineer, they indicated that they confirmed the reported issue, and that the video monitor was repaired in house. However, the biomed could not recall what was done to resolve the reported issue. The video monitor was placed back into use and they will continue to monitor the issue. A review of the service history for this monitor was performed and revealed that the device has not been returned for to verathon for servicing. Verathon provides user facilities the option to become an authorized service partner; a review of the approved authorized service partners to date showed that this facility is not authorized to perform repairs on this device, as outlined in the glidescope operations and maintenance manual. Since the video monitor was not returned to verathon for evaluation, and the biomed could not recall what was done to resolve the reported issue, the cause could not be conclusively determined. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope gvm video monitor, the image would turn to static lines and was completely unreadable. The power was cycled on the device and the procedure was completed using the video monitor. No delay in the procedure or use of a back-up device was reported. No harm to the patient or user was reported.